Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020. The following information was requested, but unavailable: procedure name and date for this event occurred on one animal? How many sutures pull offs occurred on one animal during this one procedure? In order for ethicon to open additional complaint file for each event, please provide a following information for each event occurred: procedure name? Procedure/event date? Event description? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Summary: an opened box with ten unopened samples of product were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For (B)(4) (animal #1): procedure name and date for this event occurred on one animal? How many sutures pull offs occurred on one animal during this one procedure? In order for ethicon to open additional complaint file for each event, please provide a following information for each event occurred: procedure name? Procedure/event date? Event description? Any product return? Events were submitted via 2210968-2020-06952.

Event description:
It was reported that an animal underwent an unknown surgery in 2020 and the suture was used. It was also reported when pulling the suture through skin the needle breaks from the suture. There were no patient consequences. Additional information has been requested.